Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was 186 mg/dl at the time of the call. The customer stated that there were cracks on their pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error during testing and received with intermittent buttons due to flattened and creased dome switch. No moisture damage on electronic assembly during our visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.